Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated issue of error code power light indicator always on was confirmed. Received on (B)(6) 2025, pcu device was received unboxed and with paperwork. Faulty logic board causing the ac light indicator on the keypad to remain on after being disconnected from ac power. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center to replace the logic board. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the power indicator light always on. There was no patient involvement.